Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a ¿no disposable, clamp tubing¿ alarm. Troubleshooting was performed but the alarm continued. Per reporter, they had the patient clamp the tubing, unlock the cassette and check for air in the line. No air was present. The device continued to alarm. Troubleshooting was repeated but the alarm persisted. They instructed the patient to turn the device off, clamp the tubing and call their doctor. The rate was 5.0.ml, volume 148ml and given 81ml. The event occurred at the patient's home and was operated on by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.